Event description:
Patient with history of compression fracture l1 in operating room (B)(6) 2011 for biopsy and kyphoplasty l1. Surgeon documented that on removal of the balloons, as the cement hardened, the right balloon would not come out. On pulling the balloon out, the balloon came off the catheter and stayed lodged in the body of l1 in its right side on both ap and lateral views. There was no harm to the patient who tolerated the procedure well and was discharged the same day.